Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer was treated with manual injections. Customer did not alleging insulin pump was under delivering. Customer stated that the insulin pump had insulin flow blocked alarm and the event was resolved by changing complete set. Customer reported that they noticed large air bubbles during therapy in tubing. Customer stated that the insulin pump was making a clicking sound. The customer was using insulin pump within 48 hours of reported event. Customer reported that the basal rates were programmed inaccurately. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.